Event description:
It was reported that unspecified system error had occurred during use on the home choice (hc). The technical service representative (tsr) arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). Internal and external inspection was performed with no issues noted. The device passed electrical and functional returned instrument testing evaluation (rite). A short, simulated therapy session with the device was performed with no issues encountered. The pneumatic system was tested. The event history log review was performed and verified the following alarms: check lines and bags, check drain line, system error 2084, check heater line, and low drain volume. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received the evaluation has yet to be completed. Should additional relevant information become available, a follow-up report will be submitted.